Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise, oversensing and low amplitudes. Reprogramming of the system into the alternate vector was performed. Eventually it was found that the patient was presenting bradycardia and organized arrythmia, therefore, a therapy upgrade replacement procedure was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported.